Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield detached from the device. This occurred with 18 devices. There was one clean needle stick incident reported as a result of this issue. No additional information was provided.

Manufacturer narrative:
The following fields have been updated with additional information b.5: it was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield detached from the device. This occurred with 18 devices. There was one clean needle stick incident reported as a result of this issue. No additional information was provided. D.4 medical device lot: 3347995. Medical device expiration date: 11/30/2026. UDI: (B)(4). H.4: device manufacture date: 12/13/2023.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield detached from the device. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary - bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, by activating the samples, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield detached from the device. This occurred with 18 devices. There was one clean needle stick incident reported as a result of this issue. No additional information was provided.